Event description:
Sheath broke, foreign body retained and removed. Right upper extremity axillary/axillary loop prosthetic hd access graft declotting to intervention/pta 6 fr vascular sheath broke. Retained foreign body subsequently removed. Snare sheath severed while being withdrawn at end of case.